Event description:
The customer has reported a stereotactic target error. After the leksell sereotactic system surgery, the customer recognised that the target was missed by about 1cm. The neurosurgeon thinks the error has occurred by either the wrong image or treatment planning.

Manufacturer narrative:
The manufacturer's has completed it's investigaion and no errors could be found on the elekta equipment, neither hardware or software.the customer has stated that there was no harm to the patient and has performed other treatments with the same equipment after this incident without any issues.the missed target is probably caused by human error during coordinate settings or positioning of the catheters after the haematoma evacuation or other causes (like brian shift).

Manufacturer narrative:
The manufacturer's investigation has so far not found any error in the treatment planning system. The customer has stated that there was no harm to the patient and has performed other treatments with the same equipment after this incident without any issues.the manufacturer's investigation is on-going. Elekta will provide further information when the investigation is complete.